Event description:
The customer reported a leak in the heat exchanger. Per medwatch form received, upon initiation of cardioplulmonary bypass, the myocardial protection system was primed with blood. During delivery of the arresting dose of cardioplegia, a leak was noted in the heat exchanger disk of the circuit. There was both blood and crystalloid in the unit. The leak was witnessed by the circulating nurse during delivery. No pt injuries were reported.